Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the identified damages to the set-screws. The damages identified to the ventricular set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, (B) (4). Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.